Event description:
It was reported that a ventilator failure occurred. Further information could not be provided but a patient involvement could not be excluded. There was no patient injury reported.

Manufacturer narrative:
It was further reported that the device has been scrapped. Unfortunately, neither the electronic device logfile nor any other further information was available for investigation. The lack of information does only allow a general assessment. In fact, it is not even clear if a malfunction occurred or not. Users sometimes perceive the effects of a large external leakage (in the patient hose system) as a vent fail. Given that indeed a ventilator failure has occurred, automatic ventilation is no longer available and only manual respectively spontaneous ventilation remains possible. The gas mixer remains functional. The restricted functionality is indicated by a ventilator failure alarm. According to the initial information, the device generated according alarms. As also described in the IFU, the system test shall be performed on a daily basis. If a deviation is already present before use, the device will detect the irregularity, an acoustic signal sounds and the information with the cause and remedy are displayed on the screen. Finally, the lack of information does not allow a general assessment or to fully exclude that a malfunction has occurred; the presence of a ventilator failure during use can neither be confirmed nor denied. Thus, this report is assessed as filed in abundance of caution. H3 other text : device not available for investigation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that a ventilator failure occurred. Further information could not be provided but a patient involvement could not be excluded. There was no patient injury reported.